Manufacturer narrative:
Date sent to the FDA: 12/25/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2002. Corrected b5 narrative: it was reported that the patient underwent gynecological surgery on (B)(6) 2002 and mesh was implanted.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a incontinence repair, gynecological surgical procedure in 2006 and mesh was implanted. It was reported that the patient experienced back, abdominal, and pelvic pain. No additional information was provided.